Event description:
A pt was killed when he apparently slid into space between bedrails and headboard of bed in nursing home. Nursing home did not report death as other than natural causes, and mortuary, during embalming noticed the black marks on the body and called the medical examiner. The medical examiner then conducted an examination and learned about the accidental death. Bed was ordered on 5/24/94.